Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. No customer pictures were provided. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issue. Retain samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated on the retain samples and found to work properly, all locking with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was then performed. Move and pull force between stopper + safety protector was measured as well as return force on both retain and customer samples; all results were within specification. The alleged malfunction cannot be determined.

Event description:
The customer reported a needlestick injury occurred while using the product. Customer stated there was an issue with safety activation; the device was not completely activated. Device was activated outside the vein, and they did not hear the click. No samples are available for return.